Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding pump. The customer states that the nurses were using the pump, the pt was not fed the proper amount. The customer states that the rn thought the pump was pumping but it was not. The customer checked the pump and it seems to be functioning now. The customer states that when they pull the cord lightly, the display goes out but the lights are on. The customer stated that the nurses advised the rotor was not turning. The customer further stated that the patient received treatment for an hypoglycemic episode.